Event description:
It was reported that an asymptomatic patient's heart rate decreased during an off-label MRI use. The patient's blood oxygen was being monitored and was noted to have dropped during decreased pacing. The device was interrogated following the procedure and was found to be operating normally. The patient was reported to be asymptomatic before, during and after.